Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer amulet was chosen for implant using an unknown delivery system. During the pre-procedural imaging assessment, a baseline effusion and a large transverse sinus were observed. The 16mm amulet device was then deployed in a single deployment. Post-deployment imaging showed an increase in effusion, after which protamine was administered. The patient¿s vital signs remained stable throughout the procedure, and no additional intervention was required. A repeat echocardiogram performed approximately two hours post-implant demonstrated that the effusion was unchanged. While the cause of the effusion was not definitively determined, the physician reported an opinion that it was likely related to the device.